Event description:
It was reported that before the implant procedure, the device was interrogated and the battery longevity indicator was noted to be grey. After a few days, the grey bar remained. The device was not use. There was no patient involvement.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Performance data was also received and analyzed. Analysis of the device memory found no anomalies.